Event description:
Hcp reports a programming error. Hcp updated the programmer with the new concentration of an unk drug. Hcp then wanted to perform a bridge bolus, but the programmer read the bridge bolus was not necessary due to the drug concentration not changing. Hcp reports approx one hour had elapsed since the pump was originally updated. Hcp made the appropriate changes with the programmer and a bridge bolus was administered appropriately. No pt symptoms or outcomes were provided. Additional info has been requested from the hcp, but was not available at the time of this report.